Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that in the past, the customer experienced diabetic ketoacidosis that did not require medical intervention. Tandem technical support made multiple follow up attempts with the customer, however, no response was received.